Event description:
The reporter stated the surgeon inserted a 19.0 diopter aa4204vl silicone single piece lens but the lens tore as it was being pushed through the injector system. The lens was inserted and the incision was enlarged to remove the lens. A three piece lens was implanted. The reporter stated the cause of the lens tear was due to the injector. The patient's current prognosis is good.